Manufacturer narrative:
As received, a partial lead was returned in one piece of only the distal portion measuring 36.6 cm. Visual and x-ray examination found the helix retracted and clogged with blood, the extraction suture was tied at 33.7 cm. From the distal tip, and procedural damage in the form of outer insulation damage, at 1.3 cm., 2.3 cm. - 3.6 cm., 6.2 cm. - 7.8 cm., 12.5 cm., 13.1 cm., 33.3 cm., 33.8 cm., and 34.0 cm. From the distal tip. Shorting was found between inner and outer coils due to procedural damage. No conductor fractures were noted. No anomalies besides procedural damage were noted and the reported event of oversensing noise was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14820. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead and right ventricular lead exhibited noise oversensing that led to pacing inhibition. The physician explanted and replaced both leads. During the procedure, the physician noted insulation damage and attributed it to have occurred during a previous generator replacement procedure. The patient was in stable condition.